Event description:
As reported to the implant patient registry (ipr), 1 year, 2 months, and 24 days post-implant of a 26 mm sapien 3 ultra valve in the aortic position, the 26 mm sapien 3 ultra valve was explanted and a inspiris resilia valve was implanted. After medical records were reviewed, the valve was explanted due to a small left-to-right shunt/fistula that had occurred at the time of implantation, but which after several diagnostic maneuvers were performed was determined at the time to be relatively insignificant and rather small, therefore, it was elected to abstain from any further interventions. Over time this shunt/fistula had worsen causing the patient to have dyspnea on exertion and pulmonary hypertension. The decision was made to do a surgical repair. During the surgery after the tavr valve and native aortic valve were removed, blood could be seen emanating from the fistula, which was within the noncoronary sinus, but had bias towards the left/non commissure. It was approximately 2mm in diameter. A pledgeted suture was used to satisfactorily close the fistula.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from an engineering evaluation. The following sections of this report has been updated: update to b4, b5, b7, g3, g6, h2, h6, h10. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma, or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of periprosthetic leaks may be required to close the communication. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that a balloon aortic valvuloplasty being performed caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported to the implant patient registry (ipr), 1 year, 2 months, and 24 days post-implant of a 26 mm sapien 3 ultra valve in the aortic position, the 26 mm sapien 3 ultra valve was explanted and a inspiris resilia valve was implanted. The reason for explant is unknown at this time.